Manufacturer narrative:
Power error detected alarm due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error where the back-up battery fails. Blood glucose was unknown at the time of the incident. Troubleshooting was performed the first time the pump error occurred. The device will not be returned for analysis.